Manufacturer narrative:
This is a supplemental report to provide additional information. Three devices were returned to olympus medical systems corp. (Omsc) for evaluation. This is the second one of three reports, which relates to the second device. On april 18, 2019, olympus medical systems corp. (Omsc) found the following. The tissue pad was worn and partially torn but was not separated. The coating for electric insulation of the probe and the grasping section was partially missing. This is the report regarding the missing coating for electric insulation of the probe and the grasping section. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the coating for electric insulation of the probe was damaged since the user continued to activate output without grasping tissue (including after the tissue already cut). Based on the past similar cases, it was known that the coating for electric insulation of the grasping section was damaged when the user scraped tissue or coagulum on the grasping section with a sharp object. The above device handling has warned in the instruction manual as follows. Do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. If the grasping section, the probe tip gets filthy during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity.

Manufacturer narrative:
The subject device referenced in this report has not yet been returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During a lower anterior resection, four devices were used. The probe of the first device was broken off outside the patient. The user exchanged the first device for the second device and continued the procedure. The tissue pad of the second device was separated. The user exchanged the second device for the third device and continued the procedure. Seal & cut short circuit error occurred. The intended procedure was completed with the fourth device. There was no patient injury reported. This is the report regarding the separation of the tissue pad.